Event description:
Customer reports obtaining results of 317 mg/dl, hi, 270mg/dl, and 418mg/dl on the same device within 10 mins. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.